Event description:
It was reported that the battery depleted. It was noted that the patient was scheduling for her neurostimulator replacement. Additional information received reported that the patient resolved without sequelae on (B)(6) 2014. It was noted that the neurostimulator was replaced on (B)(6) 2014. Additional information received reported that the neurostimulator battery life was depleted. It was noted that the battery was low and the generator had migrated. It was noted that the generator became vertical toward the skin.

Event description:
Additional information indicated the stimulator migration was found during surgical revision.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v466393, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).